Event description:
It was reported that during a procedure of the distal right coronary artery, the balance middleweight (bmw) universal ii guide wire was advanced but could not cross the target lesion. The device was removed from the anatomy. A non-abbott microcatheter was used and outside the anatomy the bmw universal ii was frontloaded [coils to hub] inside the microcatheter. The guide wire tip was confirmed to be visual from the tip of the microcatheter. Still outside the anatomy, the guide wire tip was pulled slightly, however, the guide wire was noted to be separated and detached. It was reported that the area of separation of the bmw universal ii is around the junction between the hypotube and the stainless steel proximal core. The device was not used in the anatomy. There was no patient involvement at the time of the separation. A second bmw universal ii was used in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. The (sem) analysis suggest that the fracture may be attributed to ductile overload at a bend. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant medical products: other: finecross (microcatheter). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.